Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 20g x 1.16¿ (1.1 x 30 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: when puncturing with insyte autoguard 20 g, the safety knob was pressed to retract the needle but it was not retracted.

Manufacturer narrative:
H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed, and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter i.v. 20g x 1.16¿ (1.1 x 30 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: when puncturing with insyte autoguard 20 g, the safety knob was pressed to retract the needle but it was not retracted.